Event description:
In 6/2004 at 4 am pt was found expired. This was 34 hours post operation: left femoral to anterior fibial artery bypass with reversed greater saphenous vein. Medical examiners final autopsy report in 8/2004: "a 0.8 cm defect is identified in the superifical femoral vein with hemorrhage in the adventilia of the femoral vein in an area that corresponds to the orgin of the saphenous vein. No ligature or clip is identified on the area of the presumed saphenous vein origin on the femoral vein." Operative report by surgeon documents use of ligature clip. Device not available for evaluation.